Manufacturer narrative:
On 25 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 27 nov 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Clinical evaluation performed by the medical affairs director on (B)(6) 2015: available information is largely insufficient to allow any evaluation. The quality of xray does not allow reading. No analysis can be performed on this case. On (B)(6) 2015 it was reported that: the infection is staphylococci epidermi. The patient asked to keep the explants so they will not be returned for analysis. Batch review performed on 02 october 2015: lot 150129: (B)(4) items manufactured and released on 27 april 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Batch review performed on 01 october 2015: mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0 ref. 01.29.202 lot. 148654 (k112115): lot 148654: (B)(4) items manufactured and released on 15 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold with 1 similar reported issue (MDR 2015-00216).

Event description:
Patient had I & d with head and liner exchange. The revision was done due to the surgeon suspecting an infection. Explants might be available. Waiting on pathology results.